Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during implantation that the driveline sleeve became disconnected while tunneling the driveline. It was determined that the sleeve would be left in situ since the driveline was already connected to the controller. It was reported the patient was discharged from the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted. Review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause of the reported event could not be conclusively determined since the device was not returned for evaluation, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
During this patient's implant procedure, the metal sleeve portion of the driveline cap became disconnected from the rest of the driveline cap during tunneling. This wasn't noticed until the driveline was being connected to the controller. The operating surgeon opted to leave the sleeve in situ - positioning it close to the pump and wrapping it in gortex (as he routinely does for the pump itself) - and closed the chest without an issue. The patient recovered well and was discharged home within ten days of implant. Investigation is ongoing.